Manufacturer narrative:
A thermo-cool catheter was used from 20 up to 40 watts in the la, 102 ablation lesions applied, for about 10-20 seconds each. Cool flow pump was appropriately set to the watts being delivered (17ml under 30 watts, 30ml above 30 watts). In the ra, the same thermo-cool catheter was used to ablate flutter at 40 watts, about 10 ablation lesions were applied. Soundstar catheter was originally used to assist with transseptal access. Stockert 70 was used to ablate. When the product analysis is completed, a supplemental report will be submitted to the FDA.

Event description:
The customer facility reported a pericardial effusion / tamponade that occurred during a left atrial ablation for an atrial fibrillation procedure, and right atrial ablation for flutter. After the la a-fib ablation, the thermo-cool catheter was pulled back into the ra. While a flutter ablation was underway, the physician and staff noticed a drop in blood pressure. The transseptal sheath (non-bwi) was still across interatrial septum. The soundstar ice catheter was inserted into the patient to verify if the patient had a pericardial effusion, resulting in a tamponade. A pericardiocentesis was immediately performed. It was undetermined at the time of the call if the patient would need further surgical intervention since the patient's blood pressure had stabilized. The patient was transferred to ccu. Per the facility's risk management department, the patient recovered in a few days without any need for further surgical intervention. The patient was cleared and discharged. No further information regarding the patient is available.